Event description:
A coupling or communication error was reported in regards to recharging the device. It was noted that the device was implanted in the abdomen, and had a lot of skin tissue surrounding it. It was determined that the implanted device had flipped.

Manufacturer narrative:
(B)(4)